Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failure during initialization to be related to the customer reported complaint. The instrument was returned with 1 life remaining. Based on log review of remotefe, the instrument was found to have multiple homing failures. The instrument was placed on an in-house system and failed self-test during initialization. Failure analysis found the secondary failure of dislodged blade to related to the customer reported complaint. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.097". No conductor wire damage or snake wrist damage was found. The instrument was placed on an in-house system and failed self test during initialization. After manually retracting the blade, the instrument was placed back on the in-house system and passed self-test during initialization. The instrument failed initialization likely due to the dislodged blade. The knife slot measurement was 0.027". The instrument passed cut and energy delivery tests. Root cause of this failure is attributed to the user. Additional finding not reported by site. Visual inspection was performed, and the instrument was found to have a dislodged jaw ceramic dot. The dislodged ceramic dot was not returned with the instrument. Root cause of this failure is typically attributed the misuse/mishandling. The instrument will be transferred to engineering for further investigation. For clarification, damage was found on the seal electrodes, likely originating from the dislodged blade scraping against the electrodes and to ceramic spacers during the 4 failed homing attempts. There are matching sets of parallel scratch marks on both seal electrodes, and a gouge in the electrode with the ceramic dots. Additionally, inspection of the instrument blade found a small partial fragment of the ceramic dot. Th entire missing ceramic dot was not found, however the instrument was not able to be inserted into the cannula due to the failed homing. This evidence, along with the electrode damage, suggests the dislodged blade was most likely the cause of all the damage found. After reseating the blade, the instrument was fully functional and passed initialization and cut tests, indicating the blade was likely dislodged out of the box, before first installation. This failure will be discussed with manufacturing and quality teams. Failure codes will be updated to reflect most likely root cause.

Event description:
It was reported that during cleaning service the vessel sealer had exposed blade issue. There was no patient involvement.